Event description:
Needle broken [needle issue]. Case description: this incident does not represent a serious public health threat. This spontaneous case from (B)(6) was reported by a consumer as "needle broken" and concerns a male pt of unknown age using novofine (needle) for device therapy. Pt's height: not reported. Medical history includes type 2 diabetes mellitus. The pt has been treated with insulin for more than half a year. On (B)(6) 2011, the pt used novofine 32g for injection and the needle broke in his abdomen. The operator of the device was pt. After several days, the pt went to a local hospital and underwent an x-ray and a CT scan (computed tomography), but the broken needle was not found. The doctor advised the pt to have a magnetic resonance imaging scan, but the pt has not received it yet. At the time of reporting, the pt had no abnormal feeling at broken needle site. The reporter said, the needle had been reused many times at the time of this event. No sample is available for investigation. The pt refused to provide further information. Therefore no further more information is expected. Outcome is reported as not recovered.

Manufacturer narrative:
Company comment: novo nordisk has recommended that the pt's doctor, diabetes education nurse or pharmacist should have shown the pt how to use novofine needles. Any deviations from the instruction manual recommended by novo nordisk may cause the damage of medical device; as a consequence this can result in the potential injury to the pt. This pt experienced the needle broken at the injection site. The reporter stated that the novofine needle had been reused many times. A needle that has been used more than once has lost its original sharpness and the tip may be bent. This may provide an explanation for the occurrence of reported event.